Manufacturer narrative:
(B)(4). Batch # r92r6w. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 10 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device lot number r40c34, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number r92r6w, and no non-conformances were identified. Additional information was requested, and the following was obtained: did the clip deploy sideways? No. Did multiple clips deploy at one time? No. Did the clips drop or eject from the device? Don't know. Did the clips deploy malformed? Yes. How was the procedure completed? Use of another device. Was there any patient consequence? No. Lot number: (B)(4) / r40c34.

Event description:
It was reported that during an unknown procedure, clips didn¿t deploy properly.